Event description:
It was reported, during preparation for use, the subject device had a communication error and not wanting to read without the towers. No patient harm reported.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. Communication error b30 was present. In addition, the device evaluation found distal fiber breakage, a cracked meniscus objective lens, minor stains under the lg cover glass, and cracks on the side of the vc. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.